Manufacturer narrative:
(B)(4). Batch #: unk. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Additional information requested and received: can you please provide more event details how the device ¿misfired¿? Device fired but not all staples deployed and knife did not cut as expected. Did the device lock-out (no staples deployed and no cut line started)? Some staples deployed but no knife fired or, did the device partially fire (start to deploy staples and cut but could not be completed)? Or, did the device staple, but not cut the tissue? Partially did the device deliver any staples? Yes if yes, were the staples formed in the proper closed b-formation? Some that actually deployed yes if no, please provide details. If the stapler did fire was the staple line complete? No did the device cut? No if yes, was the cut line complete? If another issue occurred can you please provide details?

Event description:
It was reported during an unknown procedure; the device misfired. A new device was given to the surgeon as soon as possible to complete the procedure. There were no patient consequences reported.